Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as 02/17/2015. The information for this follow-up report was noted on 10/14/2015. Device was in use on a patient when the malfunction occurred. The device ¿required intervention to prevent permanent impairment / damage.¿

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim and was installed onto known good top level slave unit and powered on. Immediately able to duplicate the reported issue of a blank screen with the unit fully booting up and passing the post test. The covers were removed from the uim and after a visual inspection and found the double sided foam that holds down the lcd flat cable were fully separated and the receptacle detached. This issue has been isolated to both an assembly error and design issue as the receptacle was not fully installed and the double sided foam adhesive lost its bond and separated which caused the ferrite to spring away from the pcba lifting the already loose lcd flat cable receptacle even further away from the mating connector causing the reported issue. Findings/root-cause: assembly error caused a loose connection between lcd cable and pcba mating receptacle.

Event description:
This complaint originated from a carefusion distributor in (B)(4). The distributor contacted carefusion technical support to report that the information on the user interface module screen becomes distorted after a few minutes of operation. The ventilator was on a patient when this problem occurred. The patient was removed from the ventilator, and placed on another ventilator. According to the distributor, there was no harm to the patient. The distributor requested a quote for repairs.

Manufacturer narrative:
(B)(4). Carefusion technical support provided a quote and a return goods faulty user interface module (uim) for evaluation. As of march 16, 2015, the faulty user interface module has not been received by carefusion. Once received and evaluated, a follow-up medwatch report will be submitted.